Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one abre venous self-expanding stent system was implanted to treat a lesion located in the common iliac vein, external iliac vein, and common femoral vein. Approximately 26 months post index procedure, patient suffered from 100% in-stent occlusion involving the civ, eiv and cfv (target/stented lesions).